Manufacturer narrative:
Correction: upon review it was determined that initial medwatch 2025587-2025-00981 was previously submitted in error. The information was correctly reported on medwatch 2025587-2024-07267. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the right trans-femoral access, after implanting the valve, a contrast study was performed to verify the access vessel. It was confirmed that blood had leaked from slightly above the puncture site to approximately the external iliac artery. A 6 mm x 5 cm stent was placed, however, due to poor crimping on the common iliac artery side, additional bleeding was observed. A 7 mm x 5 cm stent was placed on top of the other stent. The puncture site side was dissociated, therefore blood did not flow from the stent to the puncture site. The injury was repaired surgically. No additional adverse patient effects were reported. Additional information was received that during the valve implant procedure, the cause of the bleeding was due to a rupture and a di ssection was also reported. The minimum diameter of the access vessel was 3.5 millimeter (mm). Per the physician, the narrow vessel diameter and calcification contributed to the event. It was unknown if the delivery catheter system (dcs) caused or contributed to the event. Additional information was received which reported that the location of the rupture and dissection were not known. Additional information was received that following the implant of a transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an unspecified conduction disturbance.

Manufacturer narrative:
This event was initially reported in regulatory report number 2025587-2024-07267 submitted on 2024-12-12. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.